Event description:
Blade placed into dermatome correctly by the scrub nurse. The doctor chose the shim width which was also attached. Doctor set depth of tissue choice. Mineral oil was applied. Doctor placed the dermatome on the patient's thigh and started power. The dermatome allegedly left a 4 inch laceration. Doctor proceeded to try again and allegedly left another 4 inch laceration in the patient's thigh.

Manufacturer narrative:
Unit was returned for evaluation and it was found to be in calibration on all settings, no problems were found with the motor and the unit was in good condition. Device met performance specifications. Appears event can be contributed to user technique or using the device. Unit has not been in for regular pm since purchased in 2003. Zimmer is following up with hospital to re-instate proper pm frequency.